Manufacturer narrative:
(B)(6). This report is for three (3) 2.7 mm variable angle locking screws. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Part of the screw remained in the patient¿s bone; device not considered explanted. Complainant device is not expected to be returned for manufacturer review/investigation. The (510k#): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had original surgery on (B)(6) 2016 for treatment of an olecranon fracture. Patient was originally implanted with one (1) 2.7 mm/3.5 mm variable angle locking compression plate, one (1) 2.7 mm metaphyseal screw, three (3) 2.7 mm variable angle locking screws and additional unknown quantity and type of screws for bone compression. On(B)(6) 2017 surgeon aimed to remove all implants. The bone fracture was healed and the reason for the implant removal is unknown. Inter-operative, while the surgeon was attempting to remove four (4) of the screws, the heads of each of these screws snapped off. The distal shaft portion of one (1) 2.7 mm metaphyseal screw and three (3) 2.7 mm variable angle locking screws remain in the patient¿s bone. Surgeon chose to leave the broken shaft portions of each of these four (4) screws in the patient¿s bone. These four screws were all implanted in the proximal portion of the plate. Surgeon continued with the procedure and removed the rest of the unknown screws and plate. All removed implants have been retained by the hospital. Revision surgery was completed successfully with no time delay. Patient is reported in stable condition. Concomitant devices reported: left 16 mm olecranon plate 4 hole plate (part # 02.107.304, lot # unknown, quantity 1) screws (part # unknown, lot # unknown, quantity unknown). This report is for three (3) 2.7 mm variable angle locking screws. This is report 1 of 2 for complaint (B)(4).